Event description:
It was reported that clips from the ca040 clip applier cartridge did not come together and failed to hold onto cystic duct. No patient complication or injury was reported.

Event description:
It was reported that clips from the ca040 clip applier cartridge did not come together and failed to hold onto cystic duct. No pt complication or injury was reported.